Manufacturer narrative:
This supplemental report is being submitted to provide additional information for date returned to mfg. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic head is loose is caused by a component failure of the ceramic tip (insulation beak). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath had loose ceramic head. The issue was found during reprocessing. There were no reports of patient involvement.